Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 404 mg/dl. Customer indicated that they were unaware that the pump was out of insulin and did not take the paper off of the infusion set before insertion. Customer was advised on proper insertion technique and to monitor the pump. No further details given.